Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support to report the patient had peritonitis and the catheter (not a fresenius product) was removed. Upon follow up, the pdrn stated the patient was experiencing abdominal pain. As a result, on (B)(6) 2022, the patient went to the hospital and was admitted with peritonitis. The pdrn stated the patient had a pd culture obtained in the hospital which grew a fungus (organism not provided). The patient was treated in the hospital with anti-fungal therapy, the medication was unknown. The patient also had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis. The patient was discharged on (B)(6) 2022 continuing outpatient hemodialysis. The patient has recovered. The pdrn stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis event. The pdrn attributed the peritonitis to breach in infection control as the patient¿s home was covered with mold due to a sewage back up. The pdrn indicated the patient is restarting pd therapy (B)(6) 2023.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support to report the patient had peritonitis and the catheter (not a fresenius product) was removed. Upon follow up, the pdrn stated the patient was experiencing abdominal pain. As a result, on (B)(6) 2022, the patient went to the hospital and was admitted with peritonitis. The pdrn stated the patient had a pd culture obtained in the hospital which grew a fungus (organism not provided). The patient was treated in the hospital with anti-fungal therapy, the medication was unknown. The patient also had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis. The patient was discharged on (B)(6) 2022 continuing outpatient hemodialysis. The patient has recovered. The pdrn stated the patient did not have any fluid leaks or any issues with fresenius products in relation to the peritonitis event. The pdrn attributed the peritonitis to breach in infection control as the patient¿s home was covered with mold due to a sewage back up. The pdrn indicated the patient is restarting pd therapy (B)(6) 2023.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture generated growth of fungus. The patient¿s pd nurse stated the patient had mold in the home after a sewerage back up. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in infection control in the home, as reported by the patient¿s nurse.